Event description:
Additional information received from the provider indicated that the patient has not reported a recent increase in seizures to the provider. The provider indicated that the patient has an extremely variable seizure pattern and the patient's history is not reliable. No known interventions have occurred to date.

Event description:
Further reports regarding this patient's increased seizures were received and all further relevant information regarding this event will be captured MFR. Report # 1644487-2017-03470.

Event description:
The patient's treating neurologist indicated that the patient's device was last checked on (B)(6) 2015 and device function was found to be normal with normal diagnostic data.

Event description:
A patient indicated she was experiencing increased seizures. The patient indicated that every time that she has seizures, it is due to her "levels being low." Attempts for additional relevant information have been unsuccessful to date.